Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, the starclose se clip was deployed, but hemostasis was not achieved. When the starclose se device was removed it was observed that the starclose se sheath did not split completely and the starclose se clip was stuck in the starclose se sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.